Event description:
The customer reported that upon removal of this sterile tubing set from the storage shelf, they noted the corner of the package unsealed. There was no patient involvement or surgical delay resulting from this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this package containing the apex tubing set for evaluation. A visual inspection confirmed the reported event and found the top right corner of the package open (the top lidding was folded/peeled upward). Further evaluation found evidence of adhesive present. There are no similar reports related to this lot number. The instructions for use provide this caution: upon initial receipt of the product, this device should only be used if the original packaging and labeling are intact.